Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis (ipp) due to a malfunctioning device. The patient's device has been functioning but recently the patient is experiencing difficulty in using the device so a revision surgery is requested to check the cause of the malfunction. A patient outcome was not reported.